Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with an unknown lot number, was returned and analyzed. Visual inspection of the mapping catheter indicated the loop was kinked. Diagnostic testing indicated various channel pairs were displaying noises. Dissection testing indicated the electrode wires had been broken. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of spec per the manufacturer¿s investigation.